Event description:
It was reported that the 9800 system shut down with a fast stop error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board and the backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.